Event description:
The patient was undergoing an embolization procedure using the penumbra coil 400 system. The coil 400 being used to treat the patient broke during the procedure and was retrieved. There were no associated adverse events and the patient was noted as doing well.

Manufacturer narrative:
Conclusion: the device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Conclusion: the manufacturer received additional information indicating that the device is no longer available for return as the hospital was unable to provide a tracking number to locate the device. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.